Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has cosmetic damage. Customer stated that cracks are starting to show up. The current blood glucose is 93 mg/dl. Customer stated that a crack is located in the area of the drive support cap. Advised customer that the insulin pump will be replaced. Nothing further reported.